Event description:
The patient had a periprosthetic fracture of the femur.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc- (B)(4) - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.